Manufacturer narrative:
During the reported event, the employee opened the sterilizer chamber and observed water in the bottom of the chamber. The employee obtained a burn from water droplets while unloading the sterilizer. The employee sought medical treatment at the facility's urgent care. The user facility did not disclose if any treatment was administered. A steris technician arrived onsite to inspect the amsco 400. Upon arrival, the technician observed water in the bottom of the chamber. The technician reviewed the cycle printout and found the amsco 400 sterilizer's alarm printout read "water in chamber". Per discussion with the user facility's staff, the issue of water collecting in the sterilizer chamber had been occurring over the last several weeks. The technician inspected the unit and found the check valve on the condensate return line was not operating properly. The check valve not operating properly caused water to accumulate in the bottom of the chamber thus causing the "water in chamber" alarm. The technician also found that the sterilizer's piping had been modified by user facility personnel prior to the reported event. The technician repaired the sterilizer and returned the jacket piping line to the original specifications. He then tested the unit, confirmed the sterilizer to be operational, and returned the unit to service. No additional issues have been reported. The technician informed the facility of the importance to immediately contact steris for repairs when issues with the equipment are identified in accordance with the amsco 400 operator manual. The operator manual (1-3) states, "repairs and adjustments to this equipment must be made only by fully qualified service personnel. Maintenance performed by inexperienced, unqualified persons or installation of unauthorized parts could cause personal injury, result in costly equipment damage and/or void the warranty."

Event description:
The user facility reported the amsco 400 was leaking steam and water.